Manufacturer narrative:
The technician found the gas springs were leaking oil. The technician replaced the head gas springs to repair the stretcher.

Event description:
Info received indicates the head section will not lower.